Event description:
Listened to the phone call for clarification and found that the customer did not experience low blood glucose of 37 mg/dl. The customer woke up with a blood glucose of 407 mg/dl and at the time of the incident, her blood glucose was 408 mg/dl.

Manufacturer narrative:
Device received with cracked battery tube thread, corroded battery tube, reservoir tube lip completely broken off, missing reservoir tube lip o ring, missing end cap sticker and minor scratches on display window noted. Unable to perform displacement test due to reservoir lip broken off. The test reservoir does not stay locked in place due to reservoir tube lip broken off.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer had high blood glucose level and reservoir was not locking in place. The customer¿s blood glucose level was 408 mg/dl. The customer noticed that the insulin pump¿s rim was cracked off from where the insulin goes into the insulin pump and reservoir was not locking somewhat and was not sturdy. The customer¿s blood glucose level was 37 mg/dl in the morning. The customer declined troubleshooting for high blood glucose level. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.